Manufacturer narrative:
Updated product brand - tempus ls-manual .

Manufacturer narrative:
Update operator of device from health professional to none. Also updated product information.

Event description:
It has been reported to philips that dpm issues with the hardware 4. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.